Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle on a pn 31x8 100 pk, bent during injection. This resulted in a loss of insulin.

Manufacturer narrative:
Investigation: one open 31g x 8mm pen needle sample was returned from lot. No. 8045751, cat. No. 325105. Visual examination was carried out on the returned sample and a bent patient end of cannula was observed. No shield was returned. No manufacturing related issues were observed on the returned sample therefore no root cause can be identified.

Event description:
It was reported that the needle on a pn 31x8 100 pk, bent during injection. This resulted in a loss of insulin.